Manufacturer narrative:
On (B)(4) 2016, an fse conducted on-site follow-up with the customer where he found debris jammed in the rotor seal stator face causing back pressure to large syringe. He cleared the debris and replaced the syringe tip, rotor seal, stator face, sample loop, buffer filters, tube to hemolysis wash, and 6-way valve seal. The needle was not bent. This returned the instrument to normal operation. Then he ran 2 levels of quality controls, and 8 (eight) patient samples with all results within specifications. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was due to a clot in the rotor seal. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported large syringe/bent sample needle on their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.